Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-apr-2026, a sales representative reported via email that during the implantation of a swivelock anchor from an ar-1593-bc secondary fixation implant system, the anchor broke approximately one-third of the way into insertion. The broken anchor was easily removed. The bone hole was then tapped, and a new 4.75 mm swivelock anchor was implanted without issue. The procedure experienced minimal interruption and was completed successfully. This occurred during an extensor mechanism reconstruction procedure on (B)(6) 2026. No patient harm was reported. Additional information was received on 27-apr-2026: the case was completed using an ar-2324kbcc biocomposite knotless swivelock.